Manufacturer narrative:
Based on information received on april 09, 2026, it was confirmed that the explant procedure took place on (B)(6) 2025. The device involved in the procedure had the serial number (B)(6), and the lot number was 6981796. The procedure has been revised from "breast surgery" to "breast augmentation primary" to more accurately reflect the clinical intervention performed. The patient age at the time of event was 45 years old, and patient race and ethnicity is white, not hispanic/latino. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on april 28, 2026, the health care professional reported that the date on (B)(6) 2025 is the date of the MRI finding of the rupture and is not the date of removal, date of removal hasn't been reported per this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer¿s reference number: (B)(4).

Event description:
A female patient who underwent a breast surgery with unknown mentor silicone prosthesis experience bilateral silent ruptures post operation. At the time of this report, mentor received no information regarding explantation or an expected explantation date. This report relates to the left side.